Event description:
Patient presented to the physician with movement and turning of the ipg within the pocket when lying on their side, resulting in discomfort and posing a potential risk of injury. Physician brought the patient into the or, repositioned the ipg deeper beneath the tissue, re-sutured, and closed. The revision surgery addressed the risk, and the issue is now resolved.